Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the heel warmer popped.

Manufacturer narrative:
Event has been updated to include additional information provided by the customer. Lot#: has been update to include the lot number which the customer has now provided.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition as described by the customer. The DHR review shows that all acceptance criteria inspections were within acceptable limits during the production process, this includes 60 physical inspections of the outer seal strength. More specifically, inspections are performed to test the seal strength for both the inner seal, where the product would activate and the outer seal. During the test, the pouch is first activated, the inner seal is broken. The pouch is then placed between two plates. The pouch is compressed until the pressure required per the procedure is reached, 350 lbs. Minimum. The pouch is left to dwell in the machine for 20 seconds, using a calibrated stopwatch to time it. After the dwell time the pouch is removed and visually inspected for leaks or spreading of the seam. A pouch with any deficiency would be rejected at this time and the machine adjusted. If the pouch passes the dwell test it is returned to the machine and the pouch is the compressed until the pouch breaks or reaches over 1000 pounds. A sample has not been received for analysis. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s). While a definitive root cause could not be determined without a returned sample, a likely contributor for this issue is as the vertical sealer bar is sealing the top of two consecutive pouches, there could be a localized weak region just prior to the midpoint of the vertical sealer bar causing an incomplete seal. Additionally, there could have been some type of buildup on the sealer bars that would cause a localized weak spot. Relative to the issue reported by the customer, pressure was applied by the clinician and this area of the pouch broke open. The results of the manufacturing facility investigation were able to identify the most probably cause of the condition is associated with the manufacturing process. A quality alert has been issued to heighten awareness of some of the indicators of mis-aligned material. A formal corrective/preventative action has been opened to verify the root cause and determine actions to prevent recurrence of the issue. We will continue to trend this issue for future occurrences as part of the complaint review process.

Event description:
The customer reported that the heel warmer popped. Additional information provided by the customer stated that there was skin exposure of the contents to the employee but there was no harm during the incident. Sds guidelines for exposure were followed and no further medical attention was required.